Manufacturer narrative:
The DHR (device history record) review was conducted. The DHR showed no issues neither on the product, nor its components during the manufacture of the material that can lead to this reported defect. The customer complaint was not confirmed based on the info provided. Records reviewed showed that there were no issues neither on the product nor its components during the manufacture of the material that can lead to this reported defect, however current product was verified to identify any issue that can lead to the reported defect and no issues were found. If the defective sample becomes available this investigation will be upgraded with the eval results.

Event description:
The complaint was reported as: customer stated that during testing (with air flow test kit) there was no air flow going through the humidifier. No pt injury reported.